Event description:
The physician reported no noted cause of migration but noted he saw no suture around the generator. The surgery was noted to be for patient comfort and to preclude a serious injury. No further relevant information has been received to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data - the initial MDR inadvertently did not indicate that the adverse event &#34;required intervention to prevent permanent impairment/damage.

Event description:
It was reported that a pocket revision did occur as planned and there was no known/identified cause of the migration. It was noted said that there was no concern of serious injury but there was concern that the leads could end up damaged from the migration. No further relevant information has been received to date.

Manufacturer narrative:
Utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.

Event description:
It was reported that the patient was referred for surgery because her generator was migrating and the patient wanted it reinserted in pocket. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.